Manufacturer narrative:
Tracking #.48967. Date sent: 12/09/1998. Device not returned for analysis.

Event description:
It was reported during a total colectomy the tlc75 was placed proximally on the bowel and would not fire. A new tlc75 was used to complete the case. There was no consequence to the pt.